Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed with no anomalies found. Visual analysis revealed that there was a cosmetic environmental stress crack and depression on the outer insulation. (B)(4) the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual analysis revealed the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that both the right atrial and the right ventricular leads had high thresholds. The right atrial lead was capped and replaced. The right ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that both the right atrial and the right ventricular leads had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.